Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500s mg/dl. The customer stated that the high bg may be related to another health issue. Tandem customer technical support (cts) had the customer perform a system check and no device issues were found. The customer changed the infusion set site and delivered a bolus to address the bg level. The customer stated that a healthcare provider had been contacted and a basal setting change had been discussed.